Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high rv coil and superior vena cava (svc) coil impedance. In clinic serial impedances showed the rv and svc coil impedance were erratic and variable. The patient reported experiencing pain, specifically when lifting and moving objects; however, it was noted associated with this event. The rv lead impedance alerts were programmed off, and the rv lead remains in use. No further patient complications have been reported as a result of this event.